Event description:
Rymed in vision plus needless connector set ref rym-5001cl, lot c00425, exp. 2026-03-01; part of the connector broke off (almost like melted) during patient use. This was noted when the rn disconnected the saline flush from the IV connector. A stuck on feeling made the nurse look closer of the connection. (Specifically the green part covering the tip of the lure lock). We have pictures if desired of product and damaged connector if needed.